Event description:
User was using the ligasure v vessel sealing instrument. The first handpiece did not stop functioning, but the small blue wire hung down out of the main shaft in a curled manner. The device was removed because the surgeon felt that the wire curl could become entangled with other laparoscopic instruments in the abdomen and totally fall out of the main shaft. The second handpiece was put up on the field and used twice before the small gray release button became stuck and would not pop up.